Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, device was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed, and the device was not detected on bus. The field service engineer (fse) had found that all doors had failed. Upon inspection, the fse reseated all connections and checked the network settings and firewall configurations. Multiple station reboots were performed; at times, some doors functioned, while at other times, all doors failed again. The fse tested the door controller in the main unit, which led to the auxiliary doors failing. Subsequently, the auxiliary tower controller was replaced. After the replacement, all doors were functioning properly, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.